Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered certain® implant (int410) and one certain® gold-tite® hexed screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant drive feature, and signs of wear/damage around the external threads and collar possibly sustained during the removal process. Additionally, there was bone/blood residue around the external threads due to usage. Device history record (DHR) review could not be performed for the screw since the lot number was unknown. An item-based (iunihg) complaint history review over a one-year period was performed for similar event and no complaint about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed - screw fragment was identified/stuck in the implant drive feature.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. UDI and lot number unknown / not provided.

Event description:
It was reported that the screw fractured inside the implant, the screw could not be removed, therefore implant was removed. Inflammation and pain were reported as a consequence of the event. Procedure was completed with other implant.